Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 374 mg/dl. The customer did experience symptoms of high blood glucose value such as nausea and vomiting. The customer was treated with manual injection and with insulin drip in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer reported that drive support cap area casing was damaged. The insulin pump will be returned for analysis.